Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing the fse identified malfunction with the wired footswitch caused by user who pulled on footswitch wire tightly. The fse rejoined the footswitch wire, and the tie was wrapped. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch was not responding and x-rays were intermittent. The issue was found during clinical use. A delay to therapy was noted. No harm has been reported to philips. Philips has started an investigation of this complaint.